Manufacturer narrative:
Event is now reportable for serious injury and malfunction. Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had an ins replacement and they are having no further issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient interrogated the implantable neurostimulator (ins) and the patient programmer (pp) showed that the ins was off. Sometimes it felt like it turned back on and other times the patient had to interrogate it with the pp. The rep also reported that the patient claimed the ins automatically adjusts to intensities that are lower than expected; the values seemed to be about half of the programmed values. Impedance values were normal, it was discovered that the diary showed that the ins was on for 99% of the time and the patient was not doing anything particular that correlated to the on/off changes. The stim on/off changes were not related to positional movement and the issue started in (B)(6) 2017 but it was more frequent during the time of the report. In conclusion, the patient was directed to keep a log, to get a manufacturer file and the rep will review the file with the patient. On (B)(6) 2017, it was reported that there was no information in the manufacturer file to indicate that the stimulator was off at any other point between two interrogation sessions and the 8840 clinician programmer showed that some of the electrode pairs had values that were open circuit. Due to this discovery, it was noted that it was possible that there were some intermittent impedance issues. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-07. The rep stated that the device has not been released from the hospital to return and the chart was not readily available to answer the weight question. This information was confirmed with the physician. No further complications were reported/are anticipated.